Event description:
It was reported that the patients leads had migrated. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(4), batch: 7112219.